Event description:
During clinical procedure within the hepatic artery, lots of friction was feld advancing both micro catheters with the same lot numbers over the guidewire. The microcatheter was removed wihtout loosing the guidewire position. When the guidewire was removed from the third micro catheter, the physician confirmed that string like particle material was attached to it. It looked like inner coating of the micro catheter. Infusion contrast medium was done with 700psi. The physician confirmed that there was leakage at the proximal-end of the micro catheter. There was no info what product was used to complete the procedure. There were no reported pt complications.